Event description:
I suffer from severe facial pain. Atypical facial pain is the diagnosis and it is a neurological disorder. This neurological disorder resulted in me having all of my teeth extracted as I was desperate to end the pain and I thought it was related to my teeth. I also suffer from chronic fatigue, chronic bacterial vaginosis, and severe depression. Reason for use: elective cosmetic procedure.